Event description:
The customer reported the system does not produce an image. No patient injury was reported.

Manufacturer narrative:
A ge representative has not yet reported an evaluation of the system. This MDR is related to ge healthcare (B) (4)